Event description:
Pt. Having a CT scan with contrast, 300 omnipaque, 22 gauge bd insyte autoguard catheter used, checked with saline and determined to be patent before the test. Test injected with power injector and then injection began. 129 cc's of 150cc's infused when injector stopped. Pt noted to have contrast splattered on them. Catheter had ruptured, separating catheter from hub. Staff able to remove catheter from hub. Staff able to remove catheter from patient's right antecubital space without incidence of catheter migration. Note: they have had 2 previous events of this nature with this product. Manufacturer has been notified of 2 previous events and has worked to resolve the problem with product changes however new product not available to the hospital yet.